Event description:
A surgeon reports that following intraocular lens implant surgery, a patient complains of glare from lights while working in the mines. A yag capsulotomy was performed and the capsule looks clear. The surgeon is encouraging the patient to seek a second opinion.